Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. System log review was performed and the sureform 30 stapler was installed on the system 3 times and fired 3 white reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy, a staple line leak and bleeding occurred, prompting conversion to open surgery. Following dissection, the pancreas remained attached to the portal vein. The surgical team used a sureform 30 stapler with a white reload to separate the tissue. One firing was performed; the initial staple line appeared adequate, and the team proceeded with reconstruction. No alarms or issues were encountered during stapling. There were no obstructions such as clips, staples, or other hard materials between the instrument jaws, and the stapler was not fired over an existing staple line. No buttress material was used. The target tissue was not calcified, not exposed to chemotherapy or radiation, and demonstrated only slight tension without bunching. However, 15¿20 minutes after stapling, bleeding was noted at the staple line near the superior mesenteric vein and portal vein confluence, suggesting the staple line had not held. There were no malformed staples or incomplete staple line identified. Emergency open conversion was performed to control the bleeding, and the patient was stabilized following an estimated blood loss of one liter. The bleeding site was oversewn, and the patient received 3 units of packed red blood cells. Postoperatively, the patient developed delayed gastric emptying, required prolonged hospitalization, but did not require additional surgery.